Manufacturer narrative:
Submit date: 05/18/2016. The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All device history record¿s (DHR) are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could have caused this event. The following possible causes for the condition may be attributed to: operator error, instructions for use (IFU)¿s not followed: connections, infused substances, inspection not performed adequately, material composition. However, without the sample it is not possible to determine a specific root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100 in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported a leak just below the molded strain relief on the extension. Chloraprep was used to clean the area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with tegaderm. The uvc was inserted (B)(6) 2015 in the umbilicus. The uvc was used for continuous feed. A 5mil syringe was used to flush the line. Chloraprep was used to clean the area and the hub was cleaned as well. The uvc was removed 1/03/2016 and was replaced with a PICC. The status of the patient is ok.